Event description:
It was reported that the blade product subject to this MDR broke at the mount tab during a total knee procedure. It was further reported that the blade came out of the handpiece. There was no adverse consequences reported as a result of this alleged issue.

Manufacturer narrative:
Product allegedly involved in this issue was visually inspected. It is confirmed that one tab has broken off of the mount of the blade. Score markings on the blade indicated that it had been run in both the incorrect and correctly loaded positions. It is not known in which position the blade was loaded when it broke. High levels of scuff marks were also present on the surface of the blade which indicates that it was used in a cutting guide. The manufacturing records for the product were reviewed. Product was found to conform to specification.